Event description:
The customer reported that the t:slim x2 pump battery would not charge and the pump's screen remained dark, rendering it unusable. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue using different charging cables and adapters, the pump failed to charge. Consequently, tandem technical support decided to send a replacement pump, which included updated software and offered training through the tandem source account. Additionally, the customer was instructed to use multiple daily injections as a backup insulin therapy method until the replacement arrived. The defective pump was to be returned to tandem using the provided return box and pre-paid label.